Event description:
It was reported when using the bd vacutainer® k2 edta (k2e) 3.6mg blood collection tubes had low draw volume resulting in unsuccessful blood collection. This event occurred two times. The following information was provided by the initial reporter. The customer stated: it was reported by the customer that tube had low draw volume resulting in unsuccessful blood collection.

Manufacturer narrative:
Investigation summary: no customer samples and no photos were received in support of this complaint. Therefore, 10 production lot in-house retention tubes from the bd inventory were visually inspected and functionally tested and the issue of underfill was not observed as all tubes were within specification limits. Bd was unable to confirm the customer¿s indicated failure modes of underfill based on the investigation completed. No samples were received, and the defect was not observed in the retention sample testing. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. The quantity of blood drawn into evaluated tubes varies with altitude, ambient temperature, barometric pressure, tube age, venous pressure, and filling technique.